Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using an original battery cap and a new battery. Unit powered up properly after battery installation. Unit passed the following tests: active current measurement, sleep current measurement, and self test. Unit was downloaded successfully using thump software. Adapt was utilized to search for any alarms that may have occurred in the past, near, or on event date. On adapt, several failed batt test alarms were recorded on 07/19/2024 at17:08:23.000 hour through 19:15:36.000 hour. However, the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit was cut open to perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were also noted: pillowing keypad overlay and scratched case. In summary, customer concern for fail battery test alarm and blank display were not confirmed. Unit passed all tests properly and within spec. No unexpected failed battery alarms or blank display noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump keeps on asking to replace the battery and alarming battery failed the customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving a battery failed alarm. The customer reported that the battery cap contacts and battery compartment are not damaged or corroded. The customer received another battery failed alarm after inserting a new battery. The customer completed a pump restart and inserted another battery. The battery failed alarm did not recur. The customer reported a blank display. The display was blank at the time of the call. Battery cap contacts and battery compartment and/or springs are not damaged. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned.